Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the latch lock flex sensor. As a result, the latch lock flex sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that the pump did not register that the cassette locked and unlocked when the latch was operated. During physical inspection, it was found that the latch lock sensor did not alternate when locked/unlocked. There was no patient involvement, no patient injury was reported.